Event description:
Fracture in ICD lead is causing inappropriate shocks. A sharp rise in lead impedance, 1518/116 ohms from 462/106 ohms, was noted in january. A fracture in the lead was discovered in july.